Event description:
The pt fell. Afterward, the pt was able to completely recharge her implantable neurostimulator. However, the pt was unable to turn her device on using the pt programmer. The pt felt no stimulation sensation. The pt was seen in clinic. The device was unresponsive to telemetry attempts by the physician programmer. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.